Manufacturer narrative:
After completion of the investigation and availability of the log file the event was assest to be reportable due to a stop of ventilation. The investigation was based on the reported event and the analysis of the information provided, including on-site service investigation by dräger service and logfile analysis. According to the investigation results the affected v500 with product serial no. (B)(6) (manuf. Nov 2017) performed one reboot at the reported time. Furthermore, the cockpit c500 posted the alarm message "ventilation unit restarted" after successful restart. Later the device was switched into standby mode by the user. During the reboot the emergency-breathing valve opened allowing for spontaneous breathing. The device alarmed and behaved as specified. Root cause was a malfunction of the pba m16.2 and the cf-card. The parts were replaced during onsite investigation by dräger service technician. Afterwards the device was tested according to manufacturer specs without further deviation. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. Iif the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. No patient health consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen shut down and restarted while on patient. No harm reported.